Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and showed a bent needle inside the applicator tube. Due to the results, evaluation was unable to confirm the reported detached/missing sensor wire due to the condition of the device.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor wire deployment, patient was unable to locate sensor wire. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.